Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) had no flow. It was further reported that when pairing, the pump was found not to work; "no drug was flowing out of the device". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: april 14, 2021 - april 15, 2021. H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.